Manufacturer narrative:
Concomitant product(s):a 6721m-50 lead, implanted: (B)(6)2005. A 694965 lead, implanted": (B)(6)2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) "flipped in the pocket" and the right atrial (ra) lead exhibited loss of capture. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.